Event description:
Patient reported she changed the infusion set at 7 pm on (B)(6) 2014. Patient stated her blood glucose level was 204 mg/dl; corrected via pump. Patient reported that at 10 pm her blood glucose level was 63 mg/dl and at 11 pm her blood glucose level was 160 mg/dl. Patient stated on (B)(6) 2014 at 6:30 am she detected that the infusion set tube was separated from the connector; her blood glucose level was 269 mg/dl and ketones were +3. Patient reported she changed the infusion set and administered insulin via the pump. Patient stated at 8:37 pm her blood glucose level was 196 mg/dl. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).